Manufacturer narrative:
Due to character restrictions in block e1. The full event site name (B)(6). A supplemental report will be submitted on completion of investigation.

Event description:
It was reported that during routine check the cardiosave intra aortic balloon pump (iabp) vacuum reading was incorrect. There was no patient involvement.

Manufacturer narrative:
Updated fields- b4, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) checked and found that the muffler is blocked with dust. After replacing the new muffler, the unit is working satisfactorily.

Event description:
N/a.